Event description:
I use dexcom and they are refusing to provide me with any replacements. They state their sensors are FDA approved for 9-10 days of wear however a couple of mine have only lasted 1-2 days (last sensor only staying on my skin for 10 hours). When I bring this issue to dexcom, they are telling me it's my fault that it's not sticking despite their claims that they are FDA approved for wear for 9-10 days. They are refusing to provide the replacements of the faulty sensors.